Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the returned applicator and no issues were observed. The applicator has been fired correctly, loose sharp was observed. The applicator was opened to inspect the sharp housing and no issues were observed. Sensor pack (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor and damaged transition features, minor damage was observed. The sensor plug was fully seated. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. No malfunction or product deficiency was identified. Issue is not confirmed to use due to incorrect assembly method. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a abbott diabetes care (adc) device sensor was applied and the needle of the adc device stuck in the sensor and the customer's skin. The customer experienced no symptoms and removed the needle which was stuck in sensor for treatment. No third-party treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Event description:
A customer reported that a abbott diabetes care (adc) device sensor was applied and the needle of the adc device stuck in the sensor and the customer's skin. The customer experienced no symptoms and removed the needle which was stuck in sensor for treatment. No third-party treatment was reported by the customer. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.